Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a bladder procedure, the proximal part of the tissue pad was burned immediately after starting to use the device. Another device was used to complete the case. There were no adverse consequences to the patient.